Event description:
Prior to impella 5.5 support, the pump was prepped for use by connecting to console and priming pump. The fiber optic sensor did not properly zero to atmospheric pressure and the console displayed as pressure of -15/-18 mmhg prior to insertion (should be between -2 and +2 mmhg). User attributed this to a device failure out of box and replaced the device with a new impella 5.5 pump prior to insertion. The patient outcome is a delay in receiving treatment, since additional time was required to troubleshoot the problem and open a new pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.